Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that there was a spontaneous burst of the button cuff. The patient was in decubitus dorsal, infusing artisanal diet as usual and parent noticed intense leakage, when he looked at the button the same, it was already slightly externalized, the nursing technician on duty also saw it and when they picked up the button they saw it was leaving due to spontaneous rupture of the cuff. Additional information was provided stating that the saline solution had already leaked, as the balloon burst. Then the probe was loose, loose allowing the leak of the diet through the ostomy.